Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) xifoss411, osseotite¿ certain¿ 2 implant 4 x 11.5mm, one (1) xifoss413, osseotite¿ certain¿ 2 implant 4 x 13mm for evaluation (see image I). Visual inspection did not reveal fracture screw within implant (xifoss411). Implant had signs of removal damage. Fractured screw identified within the implant (xifoss413). Implant had bone residue attached and signs of removal damage (see image ii). DHR review was completed for the subject lot number (2017080165 & 2015050487). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be completed for the unknown biomet 3i screws since the item/lot numbers ware not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review was performed for the reported lot number (2017080165 & 2015050487) for similar event (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complaint history review could not be performed for the unknown biomet 3i screws since the item/lot number were not provided. The customer did not submit images for the reported event. IFU review: if required. Documents reviewed: instructions for use: biomet 3i dental implants (p-iis086gi) rev. J ¿ 2022/04/08. Biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: ¿contraindications", "warnings", "precautions", "breakage", "general considerations" and "adverse effects" per the applicable IFU, fracture may occur when abutment is loaded beyond its functional capability. Based on the investigation and risk management file review as per rm-00057-haz rev. 18 & rm-00053-haz rev 10, the most likely root cause determined from the investigation was identified as follows: rm-00057-haz; inadequate treatment planning, misunderstood or overlooked instructions for use abutment or abutment screw are subject to occlusal or off-axis loading. Rm-00053-haz; inadequate treatment planning clinician uses excessive torque to place or remove restorative component on implant clinician places implant in a patient with patient factors incompatible with long-term osseo-integration of implant therefore, based on the available information, a device malfunction did occur. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that internal screw broke in implant, was unable to retrieve implant, were trephined out.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).